Manufacturer narrative:
A lumenis service engineer visited the site on eight (8) days after the reported event. Upon arrival, the service engineer found a broken lens deck grounding wire as well as the wires to the blast shield indicator. Fixed both issues and resolved the problem. After confirming that the system meets manufacture specifications, the system was returned to the facility in safe working condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 29-jun-2014 and installed at the customer's site on (B)(6) 2014. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment, which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system, wear could have likely played a role in the this failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis versapulse powersuite 60w was being utilized, the laser shut down. Unable to continue with the system, an alternate device was brought in to complete the procedure. The procedure was completed with the alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.